Manufacturer narrative:
Concomitant medical products: 3058 interstim urinary mgu ipg implanted: (B)(6) 2014, 3889-28 interstim urinary mgu lead, implanted: (B)(6) 2014, 3037 neuro programmer, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with weakness / falls. It was also reported that the right ventricular (rv) lead exhibited oversensing causing the device to violate the programmed lower rate through pacemaker inhibition. The lead remains in use. No further patient complications have been reported as a result of this event.